Event description:
Patient with implanted heartmate iii left ventricular assist device (lvad), with chronic nocardia driveline infection and chronically draining abdominal fistula, was admitted to the hospital after neurocognitive decline and family disengagement prevented patients return to her out-of-state home. In the setting of significant increase in drainage from the fistula, cultures were collected and were now growing (B)(6). Patient was not a candidate for surgical intervention, and IV vancomycin was given for 3 weeks.